Manufacturer narrative:
Manufacturer ref. No. (B)(4). Baxter received and evaluated the device. The device evaluation confirmed the customer's reported symptom of "soft key is unresponsive when you push it." The unit permitted power up, navigation, and pump run, however has limited keypad operation due to intermittent operation of the 3rd and 4th soft keys which is caused by a failed keypad. The remaining keys were functioning as expected. The keypad was replaced. Baxter has initiated a CAPA to further investigate the reported event.

Event description:
It was reported that the "keypad right hand corner, soft key is unresponsive." There was no pt injury reported.